Event description:
Patient originally underwent intramedullary nailing on [date redacted] 2024. Had fracture of her nail sometime between [date redacted] and presentation at pcp (primary care provider) [4-6 months post implantation]. Ortho surgeon noted "the newest films show evidence of failure of the nail with a crack right at the lag screw hole". Diagnosis of mechanical complication of internal orthopedic device, implant, and graft.